Event description:
It was reported upon the completion of an esophagogastroduodenoscopy (esg), the user was unable to deflate the subject device. The user had to cut the balloon to remove it. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer that was inadvertently left out of the initial submission. Updated fields: d4 - lot #, d8, h2, h4 - device mfg date, and h6. Corrected fields: b1, b2, b5, h1, and h6. Olympus will continue to monitor field performance for this device.

Event description:
After the dilation was completed during a diagnostic esophagogastroduodenoscopy, the clinical team was unable to cut the balloon. The staff attempted to remove the balloon by cutting it, but in the process, a piece of plastic detached from the device and remained inside the patient. To safely retrieve the detached fragment without compromising the patient's airway, the patient required endotracheal intubation. The fragment was successfully retrieved and the procedure was completed. Following the event, the patient experienced an increase in pain, rated 5-6/10. Pain persisted into the following day, and the patient was sent for an x-ray to rule out retained material or other complications. The x-ray results were normal. The patient remained otherwise stable throughout the entire event.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: h2, h6, h11. The device was not returned for evaluation and the customer's allegation could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.